Manufacturer narrative:
Complaint is confirmed. One ar-1915ft lot unidentified was received. Visual inspection of the device showed that the distal tip of the driver shaft (c1663-01) was broken off of the shaft. The broken fragment was not returned. The cause of the complaint cannot be determined, however this type of breakage is typically attributed to improper bone preparation, angling or leveraging during insertion, and/or excessively hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during ankle arthroscopic procedure, when the surgeon placed the pin into the posterior bone, the anchor ar-1915ft, was placed and when the surgeon was screwing, the anchor screw broke, leaving the screw trapped. The surgeon then removed the fragments and used another of the ar-1915ft. No patient harm.